Event description:
Customer reported that intubation of catheter and manometry procedure went without issues. However, when time came for extubation of catheter from pt, she encountered considerable resistance when the area where the "white covering" ends and the sensors start. The customer was uncomfortable enough to proceed that she felt the need to have pt taken via ambulance to hospital and catheter was removed in emergency room. Pt had sinus surgeries in his/her past. Catheter is under warranty and has been replaced.